Event description:
The 9 volt lithium battery supplied by co, in the device carry case storage pouch (not in the device itself) appeared to get hot and outgas, melting the inner lining of the carry case and covering the device in soot. This event has never occurred before in over 100,000 batteries sent out to date. While shorting out the battery terminals or plugging a battery in to a battery causes the battery to warm up (never too warm to hold), co has been unable to duplicate this event. The investigation is ongoing at this time.